Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Lead dislodgement was noted. The lead was explanted and replaced. The patient was asymptomatic before and after the procedure.